Event description:
It was reported the customer experienced recurring 20008 and 21008 faults during the surgical procedure. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system faults experienced by the customer were associated with the right master tool manipulator (mtmr). The system was repaired by replacing the affected mtmr. The mtmr was returned to isi for failure analysis investigation. Engineering found broken clamp screws on two of the axis gear assemblies, thus generating the system faults experienced by the customer. The system alarms (the 20008 and 21008 system error codes) functioned as designed and there was no injury to the pt. The procedure was converted to open surgical techniques to complete the planned procedure.